Manufacturer narrative:
Concomitant medical products: addr01 ipg; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising/high impedance and high outputs. It was also reported that the  implantable pulse generator (ipg) exhibited a misalignment of markers. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.